Manufacturer narrative:
It was reported to abbott that the patients ipg was inoperable. Patient last charged/had stimulation in (B)(6) 2017 (estimated event date (B)(6) 2017). Patient stated his dog chewed up his charger and programmer in (B)(6) 2017 and he has not charged since then. No surgery date for ipg revision has been set as yet. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information received that the entire system was explanted.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention may take place to address the issue.